Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was noted in the anterior and extending to the posterior view. Within crease an area of shell abrasion was noted. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The crease/fold are consistent to continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products:mentor memorygel breast implant 400cc, catalog # 3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 400cc and experienced a rupture on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 275cc, catalog # 3507275mc, serial# (B)(4) (left), # (B)(4) (right) on (B)(6) 2019.